Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery gauge was observed to be intermittently fluctuating resulting in unexpected pump shutdowns. There was no reported adverse impact to the customer's blood glucose level. Multiple attempts were made by technical support to obtain additional information; however, no response was received.